Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to curvature caused by one of the cylinders. This cylinder had fluid trapped between its layers. The previous ipp was explanted and replaced with a new one as a result. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to curvature caused by one of the cylinders. This cylinder had fluid trapped between its layers. The previous ipp was explanted and replaced with a new one as a result. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient was doing well after the procedure. It was also noted that the ipp was not inflating properly.

Manufacturer narrative:
The ams700 device was inspected. One cylinder had a hole and avulsion in the outer tube due to undetermined wear. This cylinder also had broken fabric threads and exhibited bulging when inflated. The pump, reservoir and other cylinder were not functionally tested due to the cylinder failure. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. External support request form 92380551. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # (B)(4)).

Manufacturer narrative:
Device updated by manufacturer: updated to reflect that the device evaluation is anticipated, but has not yet begun. (B)(4).

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to curvature caused by one of the cylinders. This cylinder had fluid trapped between its layers. The previous ipp was explanted and replaced with a new one as a result. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient was doing well after the procedure. It was also noted that the ipp was not inflating properly.